Manufacturer narrative:
The device was received by baxter (B)(4) and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received preventative maintenance testing at baxter (B)(4). This testing included a visual assessment as well as functional testing. The device failed testing due to a system error 345 alarm. Baxter (B)(4) service evaluation verified the system error 345. The event history log review was completed and it noted the presence of this alarm in the log. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The cause was determined to be the upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum pump in baxter (B)(4), the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.